Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "indications for mars-MRI in patients treated with articular surface replacement xl total hip arthroplasty" written by james w. Connelly, ba, vincent p. Galea, ba, inari laaksonen, md, phd, sean j. Matuszak, ba, rami madanat, md, phd, orhun muratoglu, phd, and henrik malchau, md, phd published by the journal of arthroplasty made available online on 19 april 2018 was reviewed. The article's purpose was to determine which patient demographic and clinical factors are predictive of altr (adverse local tissue reaction) in a cohort of patients treated with mom tha and use these prognostic variables to create an effective algorithm to prescreen patients for mars-MRI, and to compare authors' algorithm to existing national guidelines on when to take mars-MRI in other mom tha patients. Data was compiled from 137 patients with depuy asr xl tha with results of 44 with positive altr. Femoral stems were not identified. Altr was associated with pain, elevated ion levels associated with bearing wear as a contributing factor. Table 3 provides further radiographic findings of acetabular and femoral osteolysis and radiolucency's, but loosening was not reported or discussed within the article. Article reports 18 of these patients have been revised and the remaining are being followed closely. Depuy products: asr xl cup, asr xl head, asr xl sleeve (augment). Revision performed due to the following: altr, pain, elevated ion levels associated with mom bearing wear as a contributing factor, acetabular and femoral osteolysis.